Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 568 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer also reported the no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime and insulin was exited. Customer reported that, the alarm occurred during manual prime and event was resolved by reservoir change. Customer advised to change entire infusion set and to call back if issue recurs. The device will not be returned for analysis.